Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient match implant group that a patient underwent a bilateral tmj procedure on an unknown date. Subsequently, the patient is being considered for pmi manibular products on an unknown day due the patient's existing manibular bone not being able to bear the load of the primary prosthesis. This lead to chronic infection and swollen manibular areas. Attempts have been made and additional information on the reported event is unavailable at this time.